Event description:
It was reported that the lead exhibited decreasing impedance, tests confirmed that the lead had penetrated the pericardium. The lead was repositioned but once again the impedance dropped; the impedance was stable on the patient's follow up on (B)(6), 2011.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.